Manufacturer narrative:
(B)(4).   Medical products: psn mc ve asf r 12mm 6-7/cd; p/n: 42522100412, l/n: 64214619, articular surface medial congruent (mc; p/n: 42522100414, l/n: 64251488. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
It was reported the patient was revised one month post-implantation due to dislocation. Prior to the revision, the patient was reduced non operatively and then elected to have the knee revised. Upon exam under anesthesia, surgeon was unable to replicate the dislocation. Subsequently, the poly was exchanged. No additional patient consequences were reported.